Event description:
It was reported by the customer that a pyxis medbank system have caused the wrong medication was counted. Customer stated when trying to issue medication from cubie it states opend but no medication was in the cubie. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that count on medication is wrong and no medication was in the cubie. The technical support specialist done remoted there is zero medication in cubie and used cycle count to get out medication haloperidol lac to give to patient. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis medbank system caused the wrong medication count. Customer stated when trying to issue medication from cubie it states opened but no medication was in the cubie. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system indicated that no medications were located in the bin. The technical support specialist logged in and utilize the cycle count feature to retrieve the medication for the patient. The system functioned as intended after the technical support specialist troubleshooted the device.